Manufacturer narrative:
The device was not received by the MFR for investigation. If any additional info is received, a f/u report will be filed.

Event description:
It was reported that after collecting approximately 20 ml of blood, the device stopped. The collected blood was not re-infused. The doctor decided not to use another unit, despite having a backup on hand. The pt did not receive any additional treatment due to this event.